Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medbank tower, issue button was missingthe customer reported that the issue occurred when dispensing medications to the patient.there were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medbank tower, issue button was missing the customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to issue medication. A technical support specialist remoted in and instructed the client to fully log out and attempt to issue medication again. The "issue" button was missing from the interface. Upon further investigation, it was found that zones 1¿5 were disabled. Tss re-enabled the zones, after which the user was able to log back in and successfully issue medication. The system functioned as intended after the technical support specialist repaired the device.